Event description:
Info received indicates when the brake is engaged, the casters will not hold.

Manufacturer narrative:
The technician found the casters were worn and the hex rods were broken. The technician replaced the casters and hex rods to repair the stretcher.